Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 450 mg/dl. The customer's mother stated that the customer uses a model mmt-921 mio infusion set with a model mmt-332a reservoir. The customer's mother also stated that the last infusion set change was the day before the event and that the infusion set was changed multiple times without resolving the customer's elevated blood glucose levels. The customer's mother further stated that she did not enter the customer's blood glucose into the bolus wizard at the time of bolusing, which has resulted in the bolus wizard not accurately estimating and correcting for food intake and high blood glucose levels. It was explained to the customer's mother that entering blood glucose levels when using the bolus wizard is needed to obtain accurate estimates. A button error alarm and a no delivery alarm were found in the alarm history. Nothing further was reported.